Event description:
It was reported that when filling up medical fluid into the product, no anomaly in the product was observed. However, during a pre-use check at the patient's home, leakage of medical fluid occurred in the product. No patient injury.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.